Manufacturer narrative:
Compromised force sensor system alarmed during the basic occlusion test due to loose and or protruded drive support disk. The occlusion, prime and excessive no delivery tests were unable to be performed due to compromised force sensor system alarm. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with no delivery alarms and high blood glucose levels. It was reported that the customer had tried to deliver a bolus and has tried to change the set but continues to have the same issues. The customer's blood glucose level was reported to be 342mg/dl. It was reported that the customer requested not to go through troubleshoot. It was reported that the pump would be replaced and returned for analysis.